Manufacturer narrative:
Pain at the insertion/removal site is a known and anticipated potential adverse effect which does not require additional investigation. The user reported experiencing pain in the entire arm, extending from the insertion site to the shoulder, first noticed on (B)(6) 2025. The issue is not related to tegaderm or steri-strips. The user stated that the symptoms have been worsening; however, they have started taking prescribed medication. The user's hcp is aware of the event and prescribed ibuprofen 800 mg and a muscle relaxer. Per dms, the user is currently using the system with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported experiencing pain in the entire arm, extending from the insertion site to the shoulder, first noticed on (B)(6) 2025. The issue is not related to tegaderm or steri-strips. The user stated that the symptoms have been worsening; however, they have started taking prescribed medication. The user's hcp was aware of the event and prescribed ibuprofen 800 mg and a muscle relaxer. Per dms, the user is currently using the system with up-to-date information.